Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One abut hex-lock 3.5mm imp 4 .5 flare (hla3/4) and associated screw were returned for investigation. Visual evaluation of the as returned products identified excessive wear on the abutment . Several loosening events were reported at the same time. This investigation addressed only the fifth loosening event after which, the abutment and screw were returned. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per. The implant was placed on tooth 46 (fdi) on (B)(6) 2016. Device history record (DHR) review for the lots had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events (complaint category keywords: loosening) and 4 other complaints were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur. However, the reported event could not be verified as the exact details of event was unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Email address unknown / not provided. Premarket identification k013227.

Event description:
Doctor reported that abutment constantly falls at tooth site 46. Placement date: (B)(6) 2016. Patient has been rescheduled for new abutment placement. This event is to capture the fifth loosening mentioned.